Manufacturer narrative:
Product code: dqx. Rpn: (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that he bentson straight heparin coated fixed core wire guide tip became damaged when the physician attempted to shape it prior to use, and this also occurred with a second wire of the same lot. It was later discovered that both of these wires' inner mandrils were protruding from the coil. The procedure was continued with a third device, and there were no injuries or additional procedures reported.